Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. As the device remains implanted, no further investigation of the device can be conducted. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on july 15, 2025, from the medrio study database: on (B)(6) 2021, this 68-year-old male patient underwent endovascular treatment for a juxtarenal aneurysm. The patient was treated with a cook custom device, two gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) to the celiac and superior mesenteric arteries, and an advanta device to the left renal artery. The two vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. On (B)(6) 2021 the patient experienced a bowel ischemia. For the bowel ischemia an end organ surgical reintervention was performed. Part of the descending colon/rectosigmoid and 1 meter of the jejunum were resected. Finally, the patient expired.

Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. Based on the available information provided to gore, we lack sufficient information to definitively determine whether the vbx devices contributed to the patient¿s death. While completion angiography reportedly confirmed patency of the vbx devices, no subsequent clinical imaging was performed, limiting our ability to assess the device¿s performance post-implantation. However, reported occurrence of bowel ischemia may reasonably suggest a potential link to devices implanted in the celiac trunk and the superior mesenteric artery. In light of this, and in alignment with regulatory guidance, we consider it appropriate to classify this event as a reportable death related to the implanted vbx devices.